Event description:
It was reported that the system was powered on and the surgical staff was ready to begin the da vinci s prostatectomy procedure when the system started alarming with system error codes #45310 & #45312 and a vision loss message was displayed. The surgeon console viewer and touchscreen monitor showed vertical color bars, with black and gray color bars across the center. With assistance of an isi technical support engineer (tse) the system was powered down and troubleshooting attempts were performed, however, the same issues recurred when the system was restarted. The pt was under anesthesia and port incisions had been created when the surgeon made the decision to abort the planned procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the vision loss and system error codes #45310 and #45312 were associated with the system video processor printed circuit assembly (svp pca) board. The svp pca is in the video processor for the system which creates the display for the high resolution stereo viewer. The system alarm (system generated fault codes) functioned as designed and there was no injury to the pt. System error codes #45310 and #45312 appear when the da vinci s safety system detects a loss of one or both surgeon's video inputs. Upon determining this condition, the safety system put da vinci s in a "non-recoverable safe state". The system was repaired by replacing the affected svp pca. The svp pca was returned to isi for eval, however, engineering was unable to replicate the customer reported failure mode. As of august 20, 2009, there have been no reported recurrences of the issue at this hospital.